Event description:
Post hospitalization lt arm had a broken occluding clamp requiring alternate means of occluding catheter to prevent possible air emboli. Dr states catheter would not be used unless clamp defect corrected.